Event description:
It was reported that during a procedure in nov. 2000, a guiding catheter separated. The guiding catheter device was being torqued to engaged the vessel, when it was noticed under fluoroscopy there was no corresponding movement of the guiding catheter tip. It was reported that the guiding catheter had been rotated approx. Four revolutions. An attempt was made to withdrawal the guiding catheter, and the shaft then separated from the hub. The proximal end of the guiding catheter was removed and the distal portion remained in the sheath. The guiding catheter and sheath were removed together with a snare. No pt injury was reported.